Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. As received, the belt failed incoming testing, specifically the ECG fall off test. Upon investigation, the red (-5v) and orange (lead 2-) wires inside the ECG c/d cable were severed. The cause of the test failure is the severed wires. No adverse event resulted from the damaged cable.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had non-functional ECG electrodes.